Event description:
Add'l info rec'd from MFR 3/20/01: in 12/00, agilent initiated a voluntary recall for the safeconnect decg adapter model m1347a after receiving reports of loss of decg signal, which may have been due to poor electrical connection may cause loss of or interference with the decg signal. Agilent notified the food and drug administration of this recall on 12/8/01. Agilent has not yet received notice that the recall has been classified by cdrh or assigned a z number. The safeconnect decg adapter model m1347a was modified by increasing the spacing between the adapter contacts so that they press more tightly against the contacts of the mating part on the leg plate, and by adding a lengthwise bend to the adapter contacts so that two sharp edges are presented to the mating part rather a large flat surface.

Event description:
There were problems with the use of the cable and adapter used with fetal scalp electrodes - either intermittent or absent signals. Pt's fetal heart tones were intermittent and absent throughout the monitoring process. Since this event, the co supplied an equipment upgrade as this hosp was not included in the recall process. (The hosp was using the equipment not knowing there was a problem).